Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with the cannula bending and tape not adhering. It was reported that the customer's blood glucose rose to 482 mg/dl. Troubleshooting shows no infection with the site. Nothing further was reported.